Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-jan-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, black ink stains were observed on the barrel, verifying the reported incident. A device history review was performed for the reported lot 2209006, finding one incident report that could be related to this issue. Based on our investigation it was determined the root cause of this incident was the jams that took place in the marking machine.

Event description:
It was reported while using bd plastipak¿ syringes there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the service states that the graduations on the syringe have a printing defect (black marks along the body of the syringe including on the graduations).

Event description:
It was reported while using bd plastipak¿ syringes there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the service states that the graduations on the syringe have a printing defect (black marks along the body of the syringe including on the graduations).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.